Event description:
The caller reported that the tracheostomy tube had been in the patient for about two days when the caregiver noticed that they had to keep refilling the cuff. The patient was extubated and reintubated.

Manufacturer narrative:
The lot number was provided and the manufacturer will review the lot history records. The tube was discarded and therefore, not available for failure investigation. No analysis or conclusions can be drawn without the device.